Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Same patient/event, different products. Other mfg report numbers: 3014334038-2022-00117, 3013886523-2022-00246. A facility reported a cable/sensor fault alarm. The box was on the bed with the patient. Medical staff changed the cables and restart the box; however, the issue persisted. A new cable was taken and connected but the alarm persisted. According to the treating nurse, before the alarm started the patient noticed that the icp reading went to -50mmhg. Another sensor was connected which worked immediately. Surgeon replaced the sensor and everything seemed ok, but shortly after the same alarm appeared.

Manufacturer narrative:
The cerelink cable was returned for evaluation: DHR - the lot provided is the supplier lot number, not integra. The review of the history supplier lot 20110210 showed that all the possible lot used in this case were conformed to the specifications when released to stock. Failure analysis - issue is not confirmed as devices functioned correctly and passed all testing. The root cause of the issue reported by customer could not be determined as the device worked correctly. A corrective and preventive action (CAPA) was opened to investigate the failure mode of "out of range reading".